Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis confirmed that the trivantage tube 7.0 mm and syringe were wrapped in a hospital pad and returned in a large red bag. There was no damage noted in the construction of the returned device. However, there were voids observed in all 4 electrode trace pads. Upon return, the device had a contaminated surgical tape wrapped around the tube (clamp shell). There were also traces of contamination observed on the cuff. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 21.2 ohms (blue), 92.2 ohms (blue with white stripe), 32.9 ohms (red), and 63.4 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system while the trace pads were submerged in a saline solution for functional test. The device immediately passed the electrode check upon connection to the nim. There was no excess noise recorded during the functional test. All 4 silver traces were manipulated and bent to the 90° position, and no issues were found. There was no reading issue observed during the analysis of the returned device. The complaint was not confirmed; no out of specification condition was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure was a r sided hemithyroidectomy. User got green check marks at the beginning of case. User had to adjust tube slightly. But it was all green. User don't know if the tube was manipulated or moved, but it was adjusted throughout case also. About 30 minutes into procedure, vocalis 1 began making uncontrollable noise unprovoked. No bipolar or stim was in use. User check muting cable and no issues there, pi box was checked and nothing was loose, patient wasn't light. After that, ¿check electrodes¿ appeared intermittently. Throughout the rest of the case vocalis 1 toggled between ¿check electrode¿ and noise artifact. When stimming what they believed was a nerve, vocalis 2 would fire off. Towards the end, user stopped trusting the reading the nim 3.0 was giving because of the intermittent issues. She stimmed tissue and got a positive response. User still believed it was being inaccurate. Technician checked the machine after case. Pi box with my patient simulator. Everything worked amazing and perfect. The procedure was completed with the reported product(s). The procedure extended for an hour. There was no patient injury.